Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) due to a low blood glucose (bg) level; cause was not known. A specific bg value was not provided. Reportedly the customer had neuropathy and cognitive issues. Customer was treated with intravenous fluids of saline. Customer was discharged 3 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Multiple follow up attempts were made to obtain additional information; however, a response was not received.